Event description:
It was reported that a patient presented with backup mode on their implantable cardioverter defibrillator (ICD) due to off-label MRI; high voltage therapy was not active at the time of backup. Programming changes were performed to restore the ICD back to normal parameters. The patient condition was stable.